Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2023-95740it was reported that the patient presented via remote transmission. Review of the transmission revealed that the pacemaker exhibited undersensing of p-waves and the atrial lead exhibited undersensing which triggered episodes of atrial fibrillation. No intervention was performed. There were no adverse consequences to the patient.